Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation?: yes. D.9. Returned to manufacturer on: 11/1/2021 h.6. Investigation: four photos, sixteen representative samples, five used samples, and one used protection tube were received by our quality team for evaluation. From the photos, an unknown substance is seen on the catheter tip but could not be seen clearly from the photos returned. The representative samples were subjected to visual inspection. The samples from batch 1175161 were observed with a gel-like substance was observed on the surface of the catheter. No abnormalities were observed on the sample from batch 1049821. Visual inspection was performed on the used samples. A gel like substance was observed on the used catheters. One used sample, one representative sample, and catheter lube from the machine was sent for fourier transform infrared spectroscopy (ftir) analysis. Based results, the gel-like substances are similar and found to be silicone compound from catheter lube. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. In the catheter lubrication station, the assembled product would be dipped into high viscosity silicone lube. Excess lube on the catheter surface would then be removed at the vacuum station. The probable root cause for the reported condition of this complaint could be due to accumulation of catheter lube around the vacuum station holder. The accumulated catheter lube could have been in contact with the surface of the product catheter during the vacuum process step to remove excess catheter lube. This can cause residue of an accumulated catheter lube to be attached to the product catheter surface resulting in the gel-like substance on the catheter surface. The other probable cause could be due to the vacuum station with clogged with excess lube and hence unable to effectively removed the excess lube from the product catheter after lubrication.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter tip was deformed with microbubbles. The following information was provided by the initial reporter, translated from dutch to english: "we are the 2nd hospital to report this problem of microbubbles on the outside of venflon... ¿ no danger to the patient."

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter tip was deformed with microbubbles. The following information was provided by the initial reporter, translated from (B)(6) to english: "we are the 2nd hospital to report this problem of microbubbles on the outside of venflon... ¿ no danger to the patient."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.